Manufacturer narrative:
The insulin pump had a missing segment due to cracked and bleeding display glass. No test bolus could be programmed due to the display damage. The insulin pump had minor scratches on the display window, cracked case at a window corner, and a small crack on the reservoir tube lip.

Event description:
It was reported that the insulin pump partial display/ missing segments. It customer stated that it was not possible to see the bolus doses units because the display was black. Customer's blood glucose was 468 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).